Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received regarding an excel t-handle stating: "the t handle reamer out of the corail tray is cracked on the plastic handle and needs to be replaced." No ae to the patient . No delay in the surgery. Patient outcome: "great result." The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The provided photograph shows the broken excel t-handle and confirms that it is cracked. A complaint database search on the provided product code (200142000) identified similar reports for handle damage/breakage. Based on the data acquired during failure analysis of a previous investigation, (B)(4), the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. A previous investigation ((B)(4)) was conducted by commercialized product development to determine if a product improvement is necessary. Dra-004006 was completed in june of 2016 and concluded no design solutions identified which would reduce the risk of handle fracture without introducing new risk. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. We continue to monitor complaints under post market surveillance sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t handle reamer out of the corail tray is cracked on the plastic handle. No ae to the patient. No delay in the surgery. Patient outcome: great result.